Event description:
It was reported that due to a recent fall, the patient began experiencing autoreducing with t12 lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced due to it being fractured to address the issue. It is unknown which lead was fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), batch: 7898876. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.